Manufacturer narrative:
(B)(4). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection observed the reported leakage from the warmer connection of the return line. The reported condition was verified. The picture did not identify any defect on the set that could explain this leak. There was no visible damage observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex st100 set, an external fluid leakage at the connection of the blue cap "at the vein". There was no patient involvement. No additional information is available.